Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer 4.1 and 4.2 was not detected on bus. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers were not detected on bus. A field service engineer reseated the row board cables at the back of the drawer, then drawer was disassembled, and each row board cable was individually reseated. However, two rows were not visible, then replaced the drawer board, which resolved the issue. Functionality was successfully verified using the hardware test application. The system functioned as intended after the field service engineer repaired the device.